Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the device was implanted thought via l-p shunt. Setting pressure was 200mmh2o. After the implantation, it was noted that the proximal catheter was broken. Also, shunt malfunction was suspected. On (B)(6) 2012, the device was replaced by (B)(4) via l-p shunt. (B)(4).